Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -2.5/2.5/079 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation not associated to a low vault was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -2.5/2.5/079 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation not associated to a low vault was observed. On (B)(6) 2023 the lens was repositioned. This resolved the problem. Claim# (B)(4).